Event description:
It was reported that approximately 4 months post implant of a bifurcated device, two infrarenal aortic extensions and a limb extension, the patient presented to the implanting hospital with an active rupture and expired. Reportedly, the patient presented hypotensive, tachycardic and was not responsive. A computed tomography was performed and displayed blood and extravasation in the anterior distal aorta. The patient coded and was revived, then transferred to a secondary hospital. Thereafter, the patient expired on the table prior to any repair being completed. Additional note: patient had calcified distal aorta.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
Based upon the investigation findings, the reported event has been inconclusive. The devices were not returned for evaluation and remained in the patient. There were no medical documentation and suboptimal imaging studies available for this review. Product use was incongruent with the IFU due to: the absence of an infrarenal aortic aneurysm; and the right iliac artery diameter greater than 2.3 cm (4.3 cm). Cautionary product use conditions included: a severely calcified aorta from renals to bilateral iliacs. The rupture and death four months post implant could not be substantiated due to the denial of medical records. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause has been determined to be the use of the device in a non-aneurysmal abdominal aorta (off-label) based upon available information.